Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hv tank, igbt transformer assembly and the x-ray tube were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.